Manufacturer narrative:
Device evaluation: result - a review of the device history revealed no related quality notifications. All process and final inspections comply with specification requirements. No samples were returned for evaluation. On (B)(6) 2016 blood samples were collected from one employee donor into a total of seven tubes from the incident lot and one tube from control lot (catalog# 367841, lot # 5175921, exp. 10/2016). Standard venipuncture techniques with a bd vacutainer® push button blood collection set (catalog# 367338, lot # 5229548, exp. 08/2017) were employed. Immediately after filling, the samples were mixed by 10 complete inversions, placed upright in a rack at room temperature. Next, the control and incident lot tubes were placed on a mechanical rotator for 5 (±2) minutes. All samples were assayed on the beckman coulter lh 750 and cbc data was collected. Immediately, following customer sample assay testing all samples were placed upright in a tube rack at room temperature for a total of 3 hours. At 3 hours post collection, each sample was mixed by 10 complete inversions. The stopper was removed from each tube and the blood was poured through a #50 wire mesh sieve. The interior tube walls, the stopper and the sieve were visually examined for micro-clots and clotting. No retention samples have been evaluated during this investigation. Bd previously investigated an incident involving the same catalog (367841) and lot number (5064699) with customer returned samples. Fourteen customer returned samples from the previous incident were visually inspected for the presence of k2edta additive prior to analysis. All fourteen customer samples inspected contained k2edta spray coating on the inner walls of the incident lot tubes. Seven of the customer samples were randomly selected for clinical testing and the remaining seven customer samples were sent to broken bow for titration testing to determine the k2edta additive quantity. There were no difficulties encountered during sample collection or sample analysis. The incident and control lot tubes analyzed displayed no wbc, rbc or platelet flags. All blood cell histograms were normally distributed on the beckman coulter lh 750 scatter plots. At three hours post-collection there were no micro-clots or clots seen on the sieve, tube walls or stoppers in any of the incident or control lot tubes evaluated. No platelet clumping was observed. All seven incident and control lot tubes performed as expected and no issues were observed during this clinical investigation. This complaint is not confirmed for clotting and/or erroneous cbc results. Seven returned tubes were assayed at the manufacturing site. The additive limits of edta/tube are 2.67mg to 4.84mg. All tubes that were assayed meet specification requirements. The following is a summary of recommended tube handling conditions and common causes of erroneous complete blood counts (cbc) and/also clotting. This information should be reviewed with the customer to insure that improper handling is not the source of the problem they are experiencing. All tubes should be checked to confirm they are filled to the proper level. After collection, edta tubes should be mixed gently 8-10 times. When analyzing repeat samples they should be run in the same instrument mode and properly mixed prior to analysis. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Seven incident lot samples were evaluated during the clinical investigation. All seven incident lot samples performed as expected and no product issues were observed during this investigation. This lot number and incident will be monitored for future occurrences. This complaint is not confirmed for clotting and/or erroneous cbc results.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that before patient was taken to surgery, a cbc was collected and tested from the suspect device. The platelet result was very low at 20 x 10^9/l. The patient was therefore given a 200 ml blood transfusion (blood haemoconcentration: 25*10^11/l). The lab technician then noted the tube had a defect of low/no additive and the patient's cbc was retested. The results came back within normal range.